Event description:
It was reported that nexiva 20ga 1.00in hf y was damaged and leaked. The following information was provided by the initial reporter: material no.: 383536. Batch no.: unknown. It was reported there was a hole or crack in the catheter that caused leakage during IV placement. While placing nexiva, appeared to be a hole/crack half way up catheter. While advancing catheter into vein, blood started coming the middle of the IV.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20ga 1.00in hf y was damaged and leaked. The following information was provided by the initial reporter: material no.: 383536, batch no.: unknown. It was reported there was a hole or crack in the catheter that caused leakage during IV placement. While placing nexiva, appeared to be a hole/crack half way up catheter. While advancing catheter into vein, blood started coming the middle of the IV.